Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited out of range shock lead impedance measurements greater than 125 ohms. Technical services (ts) recommended to continue to monitor and if this continued to occur then programming changes may be required. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited out of range shock lead impedance measurements greater than 125 ohms. Technical services (ts) recommended to continue to monitor and if this continued to occur then programming changes may be required. No adverse patient effects were reported. This ICD remains in service. Additional information was received that indicated the shock rv lead impedance measurements were gradually rising and suspected as associated with rv lead calcification. The patient subsequently underwent a therapy upgrade. This ICD has not been received for analysis. No adverse patient effects were reported.